Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that occlusions in the lot of reservoirs they received led to high blood glucose levels. Blood glucose level was 432 mg/dl at the time of the call. Customer also stated that the plunger was very difficult to remove. No further information was provided.

Manufacturer narrative:
One sealed reservoir was evaluated and a prefill test performed. The reservoir passed per specification and was not occluded. One opened and used reservoir was evaluated and a prefill test was performed. The reservoir passed per specification and was not occluded. The plunger connected and released properly.